Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. Regarding the issue of the instrument, the customer was unable to obtain any further information. The customer reported that they would make the staff aware of the importance of this information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the instrument grip. The unit passed the electrical continuity test. There was no sign of damage on the conductor wire. The instrument was installed on an in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues on in-house system. The instrument was retested and passed all in-house testing on both attempts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. An additional observation not related to the customer reported complaint: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.087¿ - 0.241¿ in length and were not aligned with the tube axis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.